Event description:
Pt implanted 5/12/98 in the upper and lower vermilion borders. Onset of implant shortening and tenderness in perioral during 1998. Pt treated with antibiotics during 1998. Implant explanted 8/20/98.